Manufacturer narrative:
H6: investigation summary: a photo as a sample was received and analyzed by our quality team. The separation described by customer is clearly present in the photo and the complaint has been verified. Without further evidence like a physical sample for testing, the root cause of this failure is difficult to determine. This issue has been seen in the past as a result of misloading the pump segment. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using gem 20dp v/nv ckvlv 3ss 0.2mf dehp free the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: the tubing disconnected from the blue plastic piece at the top of the pump segment of the tubing. Looks like there is a problem with the tubing not being properly connected to the pump segment.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using gem 20dp v/nv ckvlv 3ss 0.2mf dehp free the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: the tubing disconnected from the blue plastic piece at the top of the pump segment of the tubing. Looks like there is a problem with the tubing not being properly connected to the pump segment.